Manufacturer narrative:
The device was received. Investigation is not completed.

Event description:
The customer contact reported a nondelivery. At an unspecified time, the pump was programmed to deliver an unk medication. No specific programming parameters were provided. After an unspecified time in use, it was noted the pump display indicated that the fluid was being delivered; however, the patient reportedly did not receive any medication. Additionally, it was also reported there was no audible alarm tone for air in line. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.